Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of a heavily calcified common femoral artery using one starclose se device and two perclose proglide devices. Reportedly, during deployment of the initial proglide device, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide device was attempted cut also resulted in a needle-to-cuff miss. After removing the second proglide device over a guide wire, a starclose se device was attempted, but after clip deployment, bleeding continued. Leaving the clip in the vessel, manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reportedly untrained in the use of the starclose se or perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all relevant information. Devices #2 proglide and device #3 starclose se are being filed under separate manufacturer report numbers. Arteriotomy closure was attempted of a heavily calcified common femoral artery using a perclose proglide device. Vessel calcification present at the puncture site can cause needle deflection during needle plunger deployment, which can result in a needle-to-cuff miss. In addition, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The proglide device was not returned for analysis and the lot number was not reported, which may have assisted in the investigation. A needle-to-cuff miss can be influenced by numerous factors including, but not limited to, a manufacturing deficiency, operator deployment technique, and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified twice. Operator deployment technique, such as, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss . The operator is reportedly trained in the use of the proglide device, information about operator deployment technique was not provided. Patient anatomical conditions may contribute to a needle-to-cuff miss. Femoral angiogram was performed, which identified heavy vessel calcification, but no vessel tortuosity, or access site/groin scarring. The proglide instructions for use, state under special patient population, that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is likely that the reported use of the device in a heavily calcified artery contributed to the needle-to-cuff miss. A review of the lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. However, to assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, sampling of finished devices is destructively tested to verify the functionality of the device.